Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found downstream sensor nub missing and fluid ingression which caused beep and alarm. Latch lock was worn and lens was damaged. Replaced downstream occlusion sensor, latch lock and lens. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported: cass sensor flat, cass lock worn, lens damage all found during testing. No patient injury was reported.